Manufacturer narrative:
It was reported that the product was being used with our malis bipolar machine. We used it just like we use our other tubing that looks similar to this one. This lot number leaks with our machine. The irrigation tubing continues to leak on the field. Not compatible with our malis machine. We have tried it multiple times and we have the same result. Everyone is fine. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The tubing leaks throughout the case causing a mess and waste of fluid. Staff have tried the roller clamp and it doesn't seem to help with mitigating the problem.